Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign objects in the air/water cylinder, air/water tube and the forceps elevator could not be determined whereas it is presumed that the gap in the adhesive area between the server plug-in and the distal end occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in the air/water cylinder, air/water tube and forceps elevator and there was a gap in the adhesive area between server plug-in and distal end. There was no patient involvement.